Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a53 cm (21") add-on 150 ml burette set (clave¿, shut-off), vented cap. The short clear tube at the end of the device reportedly just came off (it self disconnected from a loose connection) in the middle of an infusion therapy case. A large puddle of unspecified infusate was identified on the floor. The customer stated that it was difficult to assess amount of fluid given to patient. The product was not reprocessed or re-sterilized prior to use. There was patient involvement but no delay in therapy and no adverse event or harm as a result of the reported event. The set was replaced and therapy continued with no further issues.

Manufacturer narrative:
Received one used list #011-c7014, 53 cm (21") add-on 150 ml burette set (clave¿, shut-off), vented cap set for inspection. As received, the tubing was separated from the burette. The partial tubing was returned. The tubing and burette were evaluated for uv marker under uv light. There was little to no solvent present. The reported complaint can be confirmed. The probable cause is due to insufficient solvent applied during the manual assembly process of manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.